Event description:
It was reported that an error message error 103 observed on the device. According to the reporter, it is an intermittent problem. The issue occured during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
(B)(6). The subject device has not yet been received for evaluation. The cause of the reported event cannot be determined at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that e103 occurred due to insufficient thermal cooling due to excessive dust inside. Olympus will continue to monitor field performance for this device.